Event description:
It was reported that this pacemaker exhibited noise and far field oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.